Event description:
Port-a-cath inserted on 8/6/94. No problems until one week prior to the 1/6/95 admission when unable to flush line after infusion. Cxr done. Pt was admitted on 1/6/95 and tip of catheter was removed on 1/7/95. Pt was discharged on 1/7/95 and readmitted on 1/13/95 for removal of old catheter and insertion of new one.